Manufacturer narrative:
A customer from outside the united states reported observation of elevated advia centaur xp ca 19-9 results which were discordant relative to clinical indications and alternate-method testing. Siemens reviewed available reagent, instrument, and sample data. Reagent and instrument issues were ruled out, as quality control (qc) results were within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. When the samples were treated with polyethylene glycol (peg) 6000, the samples produced significantly lower results with the advia centaur xp ca 19-9 assay. Treatment of the samples with peg may have precipitated antibodies which were interfering with the advia centaur xp ca 19-9 assay. The affected sample could not be returned to siemens for additional testing due to customs restrictions. Based on the available information, the cause of the discordant result is consistent with a sample-specific interferent. The customer is operational; no additional action is required.

Event description:
The customer reports observation of elevated advia centaur xp ca 19-9 results which were discordant relative to clinical indications and alternate-method testing. The customer observed reproducibly elevated ca 19-9 results for one patient for whom initial advia centaur xp ca 19-9 results were elevated (above published normal and benign disease ranges for the assay), and considered discordant. The sample was re-tested following peg-6000 pre-treatment, and a much lower result was produced. When this sample was re-tested using an alternate method, a result below reference range was obtained. The lower result was considered consistent with other clinical indications, and reported to the physician. There are no indications of cancer for the affected patient. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.